Event description:
It was reported that the system with a pacemaker and this right atrial (ra) lead triggered an alert for pacing lead impedance, out of range, one day after the pacemaker was implanted. There was an abrupt increase from within normal range values to high, out of range. The pacemaker and this lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).